Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Detailed analysis confirmed no power allegation. Electrical testing indicated a short in q2 component on the carrier board that attributed to the power/functional failures. Upon replacement of this component, no further product issues were documented. Moreover, the system functional test (sf1) was conducted on returned product, where it failed the power-on led subset of automated electrical and functional testing and the baseline evaluation (series of manual functional tests by a user) was completed, where the unit failed due to an inability to power on using ac power supply. Additionally, visual inspection was completed on the unit. No damage observed in the visual inspection would be grounds for failure or return. Hence, it was concluded a cause traced to component failure.

Event description:
It was reported that the integrated programmer won't power on despite with the new power cord. Boston scientific technical services (ts) documented replacement and provided return address. The programmer remains in service. There was no patient involvement. This programmer was returned.